Event description:
It was reported that the user experienced sustained high glucose after a supply change on the ilet, performed a manual subcutaneous insulin injection approximately three hours before contacting support, and then completed a guided infusion site change with fill cannula. Insulin delivery resumed and the user reported using a 23-inch teflon inset. Symptoms included hyperglycemia reaching 400 mg/dl accompanied by polydipsia and fatigue. Outcomes included blood glucose stabilization to 230 mg/dl and trending down as well as the need for troubleshooting, education, and a site change, with ongoing monitoring by the user. Investigation included customer interview and troubleshooting focused on infusion setup and site/cannula function. Investigation of this case revealed an unclear cause of hyperglycemia, with no observed device malfunction and no identified component failure associated with the infusion set or cannula. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.